Event description:
It was reported that the catheter became stuck on the guidewire. A 1.25mm rotapro catheter and a rotawire guidewire were selected for an atherectomy procedure to treat a heavily calcified left anterior descending coronary artery. The rotapro became stuck on the rotawire, and the burr would not rotate. The device was exchanged with no issues. No patient complications were reported, and the patient had a successful intervention. It was further reported that the issue occurred outside the patient during device testing. The devices were exchanged to another of the same rotapro catheter and a rotawire guidewire.

Event description:
It was reported that the catheter became stuck on the guidewire. A 1.25mm rotapro catheter and a rotawire guidewire were selected for an atherectomy procedure to treat a heavily calcified left anterior descending coronary artery. The rotapro became stuck on the rotawire, and the burr would not rotate. The device was exchanged with no issues. No patient complications were reported, and the patient had a successful intervention.